Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one adapter and one reload both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No visual abnormalities were noted for the adapter. Visual inspection of the reload cartridge revealed that it was partially fired with the interlock engaged and the jaws open. Staple pushers were visible at the 5 cm cut line indicating the point where the firing had stopped and the anvil clamping mechanism was deformed. Functionally, the unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. Since the clinical battery and handle were not returned, pmv representative ones were utilized for all functional testing. No additional issues were noted for the remainder of the testing. Visual and functional testing of the returned devices confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the deformed anvil clamping mechanism and the reported condition was confirmed. A review of the device history records indicates each device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the reload. This may occur under the following conditions: application over tissue that is beyond the recommended thickness range; application with an obstacle incorporated in the jaws. Replication of the deformed anvil clamping mechanism may occur under the following conditions: application over tissue that is beyond the recommended thickness range; application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).

Event description:
Procedure type: gastric bypass according to the reporter: the gun stopped mid-fire and did not form staples well. The knife still cut the tissue, and the staple line was re-stapled. There was no unanticipated tissue loss. There was no tissue damage. There was no blood loss over 500 cc's. There was no delay in surgical time over 30 minutes. There was no reinforcement material used. The patient status is fine.

Manufacturer narrative:
(B)(4).